Manufacturer narrative:
The device has been received. Investigation is not complete.

Event description:
The customer reported that a plum a+ device was being used to deliver an epidural infusion of bupivacaine at a rate of 7ml/hr. It was reported that the same pump was previously used to deliver saline solution at a rate of 41ml/hr. The bupivacaine infusion was started on (B)(6) 2016 at approximately 0915. At approximately 1050 on the same day, it was alleged the patient experienced general discomfort, dizziness, sickness, marked pallor, and had a blood pressure of 80/50 that dropped to 60/40. It was reported the bupivacaine infusion was turned off, and the patient was given an unknown amount of hartmann solution (intravenous fluids). The customer reported the patient recovered and this event did not prolong patient hospitalization. When the device was turned back on, the display showed the previous programming rate of 41 ml/hr instead of the intended bupivacaine epidural infusion rate of 7ml/hour.

Manufacturer narrative:
The device passed testing for delivery accuracy. The device was tested using several protocols and scenarios, including two in piggy back mode and two in concurrent mode. No overdelivery or independent rate changes were noted. Additionally, a 16 hour stress test was performed where channel a was programmed with a rate of 7 ml/hr and a volume to be infused of 112 ml. The volume infused by the device was 110.6 in 16 hours and the delivery test result was 20.2 ml. Delivery accuracy for this device requires delivery of 20ml +/- 1ml (+/- 5%). The device history was overwritten and could not be downloaded. Based on the data verified, hospira could not attribute the event to the device.

Event description:
The customer reported that a plum a+ device was being used to deliver an epidural infusion of bupivacaine at a rate of 7ml/hr. It was reported that the same pump was previously used to deliver saline solution at a rate of 41ml/hr. The bupivacaine infusion was started on (B)(6) 2016 at approximately 0915. At approximately 1050 on the same day, it was alleged the patient experienced general discomfort, dizziness, sickness, marked pallor, and had a blood pressure of 80/50 that dropped to 60/40. It was reported the bupivacaine infusion was turned off, and the patient was given an unknown amount of hartmann solution (intravenous fluids). The customer reported the patient recovered and this event did not prolong patient hospitalization. When the device was turned back on, the display showed the previous programming rate of 41 ml/hr instead of the intended bupivacaine epidural infusion rate of 7ml/hour.